Event description:
It was reported that the atrial lead was undersensing p waves and atrial capture was questioned. It was also reported that the right ventricular (rv) lead impedance was dropping and had measured low, a polarity switch had occurred "some time ago" and the lead was configured to pace in unipolar pacing configuration. Additionally, the rv threshold was high and when measured manually, there was intermittent capture at 3 volts. The rv lead was capped and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2006-(B)(6). (B)(4).